Manufacturer narrative:
Correction information provided in h.6. On initial MDR the patient code of 2330 was not entered. A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Because no sample was received at the manufacturing site and the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported about decrease in vision after implantation of stent. Additional information was received from non-healthcare professional stating the patient had nasal corneal edema, central corneal edema. The stent was in correct position and there was no stent migration. The patient will go for trimming of device. If the edema did not recover post trimming, the patient will be referred for descemet's stripping endothelial keratoplasty.